Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported a patient with bilateral diffuse lamellar keratitis one day post lasik. The patient responded well to corticosteroid drops. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient (B)(6), female, right eye and additional manufacturer reports will be filed.

Manufacturer narrative:
Logfile review shows the laser settings are well within the specifications . No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).